Event description:
It was reported during a fistulagram, the path was tortuous and had a tight bend. When the doctor attempted to deploy the stent using a great amount of force due to resistance, the catheter broke from the handle where they connect, so the stent could not be deployed. The system was removed and another one was used successfully. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was evaluated. The safety clip was missing. The tuohy borst adapter open, the 2-way stop cock was missing. The distance from the tuohy borst adapter to the pin vise handle was 130mm. The stent graft has been partially released for 2mm. The outer sheath was torn off at the guiding tube and elongated in the area of the tear off. The inner catheter protrudes 12 mm from the tip. The complaint is confirmed. The examination of the returned complaint sample confirmed that the outer sheath was torn off and elongated over the entire length. The user indicated that the system may not have been flushed properly. According to the info received, the procedure was done sheathless in the upper arm to treat a fistula. The user attempted to place the stent graft without using an introducer sheath. This may have caused very high friction forces, finally resulting in the described deployment difficulties and the damage to the outer sheath. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.